Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 11 days. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the lvad system was producing pump stoppage and low speed advisory alarms. The technical service representative reviewed the log file data and confirmed pump stoppages. Provided x-rays were unremarkable. On (B)(6) 2018, the technical service representatives were on site and performed a percutaneous lead (driveline) repair. Approximately 22 inches of the driveline was replaced. The pump stoppage alarm returned immediately after the replacement indicating an internal short to shield issue. The customer requested an ungrounded cable for the patient. No additional information was provided.

Manufacturer narrative:
The reported low speed and pump stoppage events were confirmed via the submitted system controller log file. A distal end driveline repair was performed by a technical services representative on 15feb2018. The approximately 19-inch segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for high-potential testing to check for current leakage through each wire''s insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Immediately following the repair, pump stoppage alarms were reported. The patient was placed on an ungrounded patient cable indefinitely as they are not a candidate for a pump exchange due to their coagulopathy and usage of blood products on their initial surgery. The patient remains ongoing on left ventricular assist system (lvas) support and no further events have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.